Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection, sepsis, and erosion. It was noted that this right atrial (ra) lead was previously taken out of service, remained implanted at the time of infection, and was then explanted. There were no additional adverse effects reported.